Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of "tf 431002 blower disconnected" alarm was determined to be the defective blower module (pn 160250). The correction in this case has been the removal and replacement of the blower module (pn 160250). After replacement the problem was solved. There was no reported harm to patient, user or third party.

Event description:
Standard exchange. This part from our stock have defective by noisy blower. (Blower s/n (B)(6) after replaced new part to c2 s/n (B)(6) this c2 can use to be normally.